Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lock clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the large hem-o-lock clip applier instrument (part# 470230-12 / lot# n10210607-0223) associated with this event has been performed. Per this review of the logs, the large hem-o-lock clip applier was last used on (B)(6) 2022 via system sk1252 for a chest anastomosis esophagectomy transthoracic procedure. There were 50 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged during a da vinci-assisted surgical procedure, the clip from the large hem-o-lock clip applier instrument was not coming loose from anchoring. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the large hem-o-lock clip applier instrument was found defective. The clip did not come loose from anchoring. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was described that the clip usually comes loose from the anchorage after being released again. Customer was not aware of too much tissue being clipped and there had never been any recourse to a replacement instrument. The customer clip with hem-o-lok clips in the appropriate size.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the customer reported issue. Fa found the primary failure of the failed cut test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and was able to retain the clip through engagement but cannot apply the clip). The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No grip misalignment was observed. Common causes of loss of functionality to apply a clip is attributed to a damaged grip cable. Additional observations not reported by the site: the instrument was found to have a loose grip cable at the proximal end when the housing was removed. No further damage at the proximal end was observed. This failure likely caused the failed clip test observed. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist.

Event description:
Refer to h10/h11 for follow-up information.